Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 2562 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in the cannula retracting during use.

Event description:
It was reported that the patient¿s blood glucose reached 350 mg/dl while wearing the pod for 4 to 24 hours. The pods cannula was not visible after it was removed. The patient blood glucose levels were 250 at night so the took a correction but then in the morning there blood glucose levels were higher so they gave another 8 units of correction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.